Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there is an issue with foreign particle. The reporter indicated that there were two products that have defect. There was a foreign particle in the package. Patient information is not available.

Manufacturer narrative:
Investigation: we have received three closed samples. Two of the samples have a foreign particle inside the pack. One of the particles is stuck to the paper pack and the other one is stuck to the aluminum pack. When opened the packs, the particles have been visualized in the microscope. The material could not be determined. These units should have been discarded by the manufacturing personnel that has been warned of this issue. Nevertheless, taking into account that there are no other complaints on this issue for this code batch or other code batches manufactured previously or after, we conclude that these two units are accidental and isolated pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.